Event description:
Reporting status: death. Reporting rationale: cardiac arrest requiring medical intervention; subsequent death. Device issue: no device malfunction has been reported. It was reported that the procedure in late 2008, was to treat the mid lad via a lima graft. A 2.5 x 1.5 mm promus stent was implanted in the mid lad. Another company's stent was then implanted distal to the promus stent. Then another 2.5 x 15 mm promus stent was implanted proximal to the first stent. Two additional stents were placed; one in the 1st om and one in the proximal cx. The pt remained in the hospital and on medications. Two days post the stent implant, angiography revealed thrombosis in the previously treated lesions. Another company's stent and a 2.5 x 12 mm promus stent were implanted in the om. The pt was shocked and intubated. A code was called and a balloon pump was inserted. The mid lad was treated with multiple balloon inflations. Four days post the initial procedure, the pt 'coded'. No resuscitation or re-intervention efforts were made. The pt expired. The cause was reported as global ischemia. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Ischemia and death, as listed in the promus IFU, are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality issue. In this case, it is possible that the cardiac arrest is secondary effects of the ischemia which required an implantation of an iabp and resulted in death. However, a conclusive root cause for the reported pt effects and the relationship to the devices, if any, cannot be determined. It was reported that multiple drug-eluting stents were implanted in one vessel. It should be noted that the promus IFU states, "a patient's exposure to drug and polymer is proportional to the number and total length of implanted stents. In the clinical trials, treatment was limited to 36 mm of total stent length in up to two lesions in different epicardial vessels. Use of more than two stents to treat lesions longer than 28 mm has not been evaluated and may increase pt complication risks. Studies evaluating the effects of higher drug doses have not been conducted. Effects of multiple stenting using promus stents combined with other drug-eluting stents are also unk. When multiple drug-eluting stents are required, use only promus stents in order to avoid potential interactions with other drug-eluting or coated stents." The two promus stents implanted in late 2008, (lot 8091561 x2), indicated were filed under MFR # 2024168-2009-00066.